Event description:
Discordant, falsely elevated potassium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on two alternate instruments, resulting as expected on both. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
A siemens head quarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated potassium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.